Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a "battery inoperable" alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to the resmed service center in japan and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault 182 indicating battery communication was lost. Service center in-house testing was not able to reproduce the reported battery fault. The device was serviced and returned to the customer. The device logs were sent to the manufacturing facility in sydney, australia for a more extensive engineering investigation. Review of the device logs confirmed a single occurrence of system fault 182 resulting in the battery inoperable alarm. The review also found that power failure and device reset alarms were also triggered. Based on previous investigations of similar complaints, it was determined that the alarms were due to a software issue with the communication interface between the processor, charger and internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. Resmed reference #: (B)(4).